Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22april2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. A replacement touchscreen was ordered for the customer.

Event description:
It was reported the touchscreen failed upon installation. There was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date received by manufacturer: 08jul2019. Date of report: 09jul2019. A visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. Further testing of the touchscreen revealed that the resistance (ul_lr and ur_ll) and resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.